Event description:
The patient¿s spouse reported that the patient was experiencing low blood glucose levels, started to lose balance and began sweating, which prompted them to proceed to the emergency room (ER) on (B)(6) 2026. The patient¿s blood glucose level was reported to be 98 mg/dl while wearing the pod on their arm for between 4 and 24 hours. The patient¿s diagnosis was low blood glucose levels. The spouse reported that the patient is being treated with intravenous fluids and underwent blood testing. The medical professionals advised the patient to remove the pod which was disposed of while in the ER. The patient was still in the ER and does not have a discharge date yet.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.a156usqs9dza1, hardware: sm-a156u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.